Manufacturer narrative:
Investigation results will be sent in a supplemental report.

Event description:
It was reported that the surgeon measured for the lag screw at 130mm. The box had original plastic wrapping on the outside of the box. After opening the box the screw was poked through the inner hard plastic container. Opened a 125mm lag screw and it had also poked through the inner hard plastic. Took 130mm from a different tub. When this was opened, it was not all the way through the inner plastic so it was implanted.

Manufacturer narrative:
Evaluation summary: the returned device matched the report. Review of the device history report revealed no discrepancies. The device returned was documented as having met specifications prior to distribution. Due to high forces applied to the packaging during transport the lag screw had pierced the blister after it had not been held in place anymore by the foam components. The now unprotected blister had suffered several strong impacts by the unsecured lag screw during transport until the final impact had led to penetration of the blister and also pierced the inner surface of the cardboard box.

Event description:
It was reported that the surgeon measured for the lag screw at 130mm. The box had original plastic wrapping on the outside of the box. After opening the box the screw was poked through the inner hard plastic container. Opened a 125mm lag screw and it had also poked through the inner hard plastic. Took 130mm from a different tub. When this was opened, it was not all the way through the inner plastic so it was implanted. The additional information was reported that the plastic was not punctured on the device that was implanted but it had depressions in the plastic.